Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during a case, the inner shaft came out of the opening of the blade while being used inside the pt.